Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015 explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 1370 mcg/day via an implantable for intractable spasticity and post spinal cord injury. It was reported on (B)(6) 2017 that the patient required an increase in daily dose of baclofen from ¿roughly¿ 1000 mcg/day to 1370 mcg/day with intermittent relief of symptoms. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown but also stated that a dye study was performed intraoperative. It was noted that there was no cerebrospinal fluid (csf) flow and that a 42 cm pump segment was removed and then there was good csf flow. It was replaced with 7 cm of pump catheter tubing. The catheter revision was done as surgical intervention taken to resolve the issue and the daily dose was lowered to 1000 mcg/day. The product status of the catheter involved with the event was explanted-partial and it would not be returned due to the customer discarded it. It was indicated that at the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this report that the patient status was no injury is conflicting with the previously reported information regarding surgical intervention occurred).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.